Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).

Event description:
Information was received indicating that the pump was alarming no disposable, clamp tubing with a smiths medical, cadd medication cassette attached that had been running since the day before. It was reported the end user switched the cassette and began infusion without further issues. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time